Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient line was full of air bubbles during the initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the patient line at the time of the observed air. A definitive cause for the air bubbles was not identified during troubleshooting. Proper procedures were reviewed and the technical service representative (tsr) assisted the care giver in ending therapy. The care giver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.